Event description:
Defective product. Bard PICC catheter failed on insertion. This is not the first time that staff have experienced such a defect with this particular product. When contacted, bard informed facility that they have had no reports of product failure.